Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb), backlight inverter printed circuit board (pcb's) and the (bdu) breath delivery unit (pcb) printed circuit board. The unit passed extended self-testing.